Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "implant is leaking" and "stinging in left breast, according to the doctor this may also be stress related." The device has been explanted.

Event description:
Patient reported left side "implant is leaking" and "stinging in left breast, according to the doctor this may also be stress related." The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on july 02, 2021 with lot number 1840592. Visual analysis of the returned device identified: underweight, black/red particles in the surface of the shell, encapsulation, crease flat and broken shell. A microscopic analysis was performed which identify sharp edge with non-penetrating nicks assessed as surgical impact opening and a opening sharp in the same edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. Missing piece of the shell assessed as inconclusive. A opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Patient reported left side "implant is leaking" and "stinging in left breast, according to the doctor this may also be stress related." The device has been explanted.